Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 336 mg/dl. Customer treated with manual injections. Customer experienced ketones, headaches, stomach aches and vomiting. Hospital treating with IV and manual injections. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.